Manufacturer narrative:
Additional information: h4, h6, h10. H4: the lot was manufactured july 7, 2021 to july 8, 2021 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor. The nurse arrived to disconnect the patient from the folfusor after the expected therapy time was completed, and it was discovered that the device had not delivered any of the medication dose. The device was filled with piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.